Event description:
It was reported that the customer was hospitalized. Caller stated that originally the hospitalization was not diabetes related, but while in the hospital customer develop low blood glucose and was treated. No more information was provided at the time of the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.